Manufacturer narrative:
A manufacturing record review was not completed as the lot number is unknown. A returned product evaluation was not completed as the product used in the case was discarded. The root cause is undeterminable. There was no relevant information provided through follow-up attempts with the reporting end user and a cause of the retroperitoneal bleed was unable to be determined. A puncture either through or above the inguinal ligament is known to present a risk of piercing the retroperitoneal space, which could allow blood to enter the space and present an rp bleed. Correspondingly, the EU IFU contraindicates use where the puncture site is above the inguinal ligament, as this may result in bleeding and present a risk of undetected bleeding into the retroperitoneal area. An access site above the inguinal ligament generally results in a suboptimal seal due to deployment angle and potential interference of the inguinal ligament with the lock advancement and collagen compaction functions of the device. The risk of failing to achieve hemostasis and retroperitoneal bleeding are listed as known potential adverse events in the IFU. Based on past investigations of rp bleeds reported in connection with manta use, there are procedural and anatomic factors that may lead to formation of an rp bleed or an rp bleed going undetected. These include but are not limited to: - inadequate post-procedural care or monitoring such as failure to monitor blood pressure or hemoglobin levels, or ambulation too soon after closure, which can disrupt the implant and lead to failed hemostasis after initial confirmation - poor patient selection or deployment of manta in diseased or friable vessels which may negatively affect a collagen seal. A stick through the back wall of the artery could also cause undetected bleeding after closure, especially where angiography is not used after closure. The IFU procedural requirements state "arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery." Based on the limited information, it is unknown if any of these procedural or anatomic factors played a role in the reported event. There appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician verbally reported that the patient was diagnosed with retroperitoneal bleeding some days after a procedure with femoral vascular closure by manta. Furthermore it was reported that the clinical situation escalated in patient's death.